Event description:
During the week of the event date the account reported a hemoglobin (hgb) result of 7.5 g/dl on a patient. The sample was sent to the hospital and run on the coulter gen s with a hgb result of 10.5 g/dl. The blood transfusion was cancelled. No injury was reported.